Event description:
The customer reported that the motor end cap was loose and while priming the infusion set and reservoir, it came completely off the insulin pump. The customer put it back on and when she bolused, it came off again. Advised the customer to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.